Event description:
Ambulance personnel were attending to a pt during a code. During an attempt at monitoring the pt, the device allegedly lost power with each of the three batteries installed in the unit. The operator replaced the batteries and successfully continued treatment to the pt. The reporter stated there were no adverse effects to the pt as result of the alleged malfunction.